Manufacturer narrative:
B3: approximated 10/2022 as the event date, as the procedures occurred from (B)(6) 2022 to (B)(6) 2024. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a an article we reviewed where 149 patients were reviewed who underwent left atrial appendage occlusion (laao) procedures from 10/2022 to 6/2024 with the watchman device with either intracardiac echocardiogram (ice) or transesophageal echocardiogram (tee) at a single institution. No periprocedural adverse events were observed in either group. At 45-day follow-up, device-related thrombus (drt) was seen in one patient in the ice group and three patients in the tee group. Any peri-device leak (defined in the study as greater than or equal to 1 mm) was seen in 7 patients in the ice group and 16 patients in the tee group. Although not statistically significant, length of stay was slightly higher in the tee group with a mean of 1.25 days, compared to 1.19 days in the ice group. ------- literature citation: torres, rnc et al (2025) intracardiac echocardiography versus transesophageal echocardiography for left atrial appendage closure device placement: a single center experience. Jacc. 85 (12 suppl). 954.